Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Image review: one media file was provided for review. The media file provided shows adequate depth prior to release at the time of I mplantation. It was reported that 3 years and 3 months post implant of this bioprosthetic valve, the patient was evaluated for a re-intervention due to stenosis. Of note, prosthetic valve dysfunction is listed as a potential adverse event in the device instructions for use (IFU). Additionally, clinical long-term durability has not been established for the bioprosthesis. Evaluate bioprosthesis performance as needed during patient follow-up is listed as a precaution in the IFU. The patient¿s executive summary was not provided for anatomical review. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. High gradients can be related to valve related factors (degeneration, thrombus, calcification, etc) or non-valve related factors (lvot obstruction, patient pressures, lv dysfunction, etc). Stenosis is a known potential adverse effect per the device IFU. Stenosis of bioprosthetic valves can be a manifestation of structural valve dysfunction (e.g. Calcification), thrombosis, and/or non structural dysfunction (e.g. Pannus, obstruction, etc.). Several factors can contribute to the onset and propagation of either failure mechanism such as patient medical history (age, disease stage, comorbidities, etc.), pharmacological factors, and/or intrinsic properties of the valve itself. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. A mild pvl has minimal impact on the patient and is generally deemed an acceptable residual condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that following the valve implant, a post implant mean gradient of 10 millimeters of mercury (mmhg) was observed. An approximate implant depth of 3 millimeter (mm) on the ncc and lcc was reported. At 1 month following the valve implant, the mean gradient was 12 mmhg. At 1 year following the valve implant, the mean gradient was 12 mmhg. At 2 years following the valve implant, the mean gradient was 10 mmhg. 3 years and 2 months following the valve implant, a mean gradient of 25 mmhg was observed by echocardiogram. An mean gradient of 55 mmhg was reported via catheterization. Three years and three months post implant of this aortic bioprosthetic valve, the patient was evaluated for a transcatheter valve-in-valve replacement due to calcified/re-stenosis of the transcatheter valve, increased gradient of 43 millimeters of mercury (mmhg), and mild paravalvular leak (pvl). No evidence of thrombus or leaflet thickening was reported. Moderate/severely calcified leaflet was observed. No treatment was provided. No adverse patient effects were reported.